Event description:
During a pulmonary vein isolation procedure using a therapy cool flex ablation catheter, a cardiac perforation occurred. The physician isolated the right pulmonary veins successfully and noted the left inferior pulmonary vein needed further ablation. The physician achieved isolation, but shortly after starting further ablation he noted an impedance rise; however, since all other parameters remained normal, the physician continued to ablate. At that time, the impedance rose again and the physician heard a steam pop. The patient became hypotensive. An echocardiogram revealed a cardiac perforation and resultant pericardial effusion at the lower ridge of the left inferior pulmonary vein. A pericardiocentesis was performed and the patient was transferred to the operating room for repair of the perforation. The patient was doing well post-procedure. The physician did not allege any performance issues with any sjm device.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.